Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because only the applicator was returned. The complaint of a missing sensor wire was undetermined. A probable cause could not be determined.